Event description:
It was reported the patient had right ventricular loss of capture on bivcap. Programming changes were made. The patient will be monitored on merlin.net. There has been no recurrent issues.

Manufacturer narrative:
(B)(4).